Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the instructions for use (IFU) with the tablo system includes, but are not limited to, other, more serious, complications arising from dialysis, such as hemorrhage, air embolism, acidosis, alkalosis or hemolysis, can cause serious patient injury or death. Outset medical, inc. Technical team has reviewed site system logs with a procedure date of (B)(6) 2021, and verified that there was no issue with the system which caused the patient event. The device is functioning post treatment. The tablo device was evaluated. The field service engineer (fse) confirmed as part of that evaluation that blood spilled on the device; therefore, fse cleaned the unit and all indications upon the analysis that was conducted is that device functioned as intended. A review of production records for this unit did not note any manufacturing nonconformances that would contribute to a product event.

Event description:
It was reported that seven minutes into dialysis treatment, the patient coded due to hypotension. Treatment ended; however, the patient was still attached to the tablo device and was left in the lines. The patient's blood was returned and cardiopulmonary resuscitation (CPR) initiated, but the patient expired. To note, before the tablo treatment was initiated, the patient was hypotensive. Based on the information provided, the clinical staff does not believe that the tablo device caused the event rather this event was attributed to the patient's pre-existing conditions.